Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, it was noticed that the shrink wrap was difficult to remove. When they deployed the bands, it would not release off the ligating cap. They tried locking the pull wire and they also removed the scope out to see what the problem was; however, they ended completing the procedure with another speedband superview super 7. There were no patient complications reported as a result of this event.